Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the replacement procedure was on (B)(6) 2018. The device can was without visible damage but accidently got lost. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had an accident (B)(6) 2017 where they fell down the stairs and fell onto the implanted neurostimulator (ins). Now, something like a buckle could be felt when palpating the dorsal part of the ins can. Function and telemetry was inconspicuous and judged as normal. An x-ray did not deliver a useable picture to judge whether the ins¿s can was damaged or not. A revision procedure was planned, but the date was unknown. It was noted that explant was only planned if the can was really damaged. The issue was noted as not resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that surgical intervention was scheduled for (B)(6) 2018. It was noted that after the accident a buckle/bump at the ins¿s dorsal part could be palpated through the skin of the device pocket. It was alleged that there might be a deformation of the ins can, caused by mechanical stress when failing down stairs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the scheduled procedure was rescheduled for (B)(6) 2018. It was noted that the device was still implanted and remains in service until revision procedure is performed.